Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A bent mixing paddle gives an indication of an instrument issue. A preanalytic sample handling issue could not be completely excluded since centrifugation time was too short. Calibration, controls, and alarm trace showed no indication of an issue. Other possible root causes for this event include insufficient electromagnetic interference compliance, insufficient maintenance, or contamination of the environment with the analyte.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for two patient samples tested for the elecsys troponin t stat assay (tntstat) on a cobas 6000 e 601 module (e601). Of the two samples, one had an erroneous result for tntstat. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 1.0 ng/ml. The sample was repeated on a cobas e 411 immunoassay analyzer, resulting as 0.01 ng/ml accompanied by a data flag. The sample was also repeated on the original e601 analyzer, resulting as 0.01 ng/ml accompanied by a data flag. Both repeat results were believed to be correct. The patient was not adversely affected. The tntstat reagent lot number was 17644300, with an expiration date of 08/31/2017. The field service engineer was unable to duplicate the issue. He verified the water pump pressure, gear pump pressure, and water level in the mixer rinse station. He found the mixing paddle to be bent, so he replaced this. He verified proper water flow in the reagent probe rinse station. He inspected the pinch tubing and syringes. He ran performance testing and this was within range. He ran precision studies. The customer ran 15 negative troponin samples and all were negative. The customer ran and verified controls. All controls passed and were within range. The field application specialist ran a patient comparison and precision study on both the e601 and e411 analyzers. The patient comparison showed no bias.